Event description:
The customer reported that the insulin pump alarmed motor error during prime. The blood glucose reading was 383mg/dl. Troubleshooting was performed. The customer mentioned that the drive support cap was flush. The device was not exposed to a high magnetic field. The caller stated that the device alarmed motor error overnight and her blood glucose went up to 577mg.dl, but in the morning it did drop. The customer experienced dry mouth and frequent urination. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test, basic occlusion test, occlusion test, prime and excessive no delivery test due to motor error alarms. The insulin pump had a scratched display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.